Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation on the left side. The patient noted partial symptom relief, but the benefit was insufficient compared to the right side. To address this, the physician performed a lead removal and replacement procedure, repositioning the lead by 2 mm. Postoperatively, the patient reported excellent tremor control on the left side and is doing well. In accordance with facility policy, the explanted lead was disposed of and will not be returned.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device: nhl, pjs. Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 5123323. Model/catalog description: dbs directional lead sterile kit 45 cm. Unique identifier (UDI) # (B)(4).